Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator could not establish rf telemetry with the programmer. The clinic was also have difficulty receiving transmission. The ICD was able to establish inductive telemetry. A firmware download was performed successfully and rf telemetry was restored. Patient would continue to be monitored.

Event description:
New information received noted that the patient experienced atrial tachycardia after the device was restored but it cannot be determined if this was due to reprogramming or pacing configuration. Patient would continued to be monitored.